Manufacturer narrative:
During failure analysis, the reported event of the device not locking a bur was confirmed. The device had fibers internally. The fibers are foreign material, usually left behind from improper cleaning practices. Fibers in the device can cause bur insertion issues by causing an obstruction in the shaft of the attachment. This is not a repairable device; therefore, it was not returned to the user facility following evaluation.

Event description:
It was reported that the bur came completely out of the maestro straight am attachment after being locked in during the course of a procedure at the user facility. The bur did not fall into the surgical site. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The procedure was completed successfully.

Event description:
It was reported that the bur came completely out of the maestro straight am attachment after being locked in during the course of a procedure at the user facility. The bur did not fall into the surgical site. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
The device has been received for evaluation. A follow-up will be submitted once the quality investigation is complete.